Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure could not be duplicated. As a precaution, ventec replaced the internal flow transducer (ift). Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.